Event description:
It was reported that the pacemaker displayed an alert to check the right ventricular (rv) lead. The device report demonstrated rv loss of capture and variations in pace impedance (from 1,100 ohms to 1,900 ohms). X-ray confirmed lead dislodgement and the patient was admitted to the hospital for lead revision surgery. During the procedure it was not possible to obtain satisfactory parameters when repositioning the existing lead and the lead was successfully explanted and replaced with good measurements. The lead is expected to be returned.

Event description:
It was reported that the pacemaker displayed an alert to check the right ventricular (rv) lead. The device report demonstrated rv loss of capture and variations in pace impedance (from 1,100 ohms to 1,900 ohms). X-ray confirmed lead dislodgement and the patient was admitted to the hospital for lead revision surgery. During the procedure it was not possible to obtain satisfactory parameters when repositioning the existing lead and the lead was successfully explanted and replaced with good measurements. The lead was returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. A stylet insertion test was also performed and indicated no blockage in the lead lumen. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.